Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: unknown: omnipod software app version: 1.2.4, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room with hypoglycemia on an unknown date. Blood glucose levels were not available. Symptoms reported include a seizure. It was reported that the pod was not communicating with the controller and the patient was an insulin backup method. The patient received an error message which stated: "pod not compatible with sensor", however, the patient does not utilize a sensor. The patient was treated at the emergency room with fluids and diagnosed with hypoglycemia. The patient was discharged the same day.